Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure due to metritis on unknown date and suture was used to close the wound. Six days post op the suture broke.

Manufacturer narrative:
Investigation summary ==> representative samples were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of representative samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or needle pull were noted. Functional test was performed on the samples and the tensile strength met the requirements. Per the condition of the representative sample, suture breakage was noted.